Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid on the two circles in the cassette door of their cycler during the end of peritoneal dialysis therapy on two different occasions. The patient experienced the first fluid leak on an unknown date in (B)(6) and the second fluid leak on (B)(6) /2017. The leak was noticed when the patient attempted to end the treatment. It was unknown during which phase of therapy the leak may have started. The cause of the leak was unknown. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient was advised to discontinue use of their cycler. The patient completed treatment with manual supplies until a new cycler was delivered. The cassette used by the patient was no longer available for evaluation. This submission captures the first fluid leak event reported.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer and a physical evaluation was performed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An interior inspection showed signs of dried fluid within the cassette compartment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The mushroom head check passed. The accelerated stress test was performed and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.